Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, the polyloop failed. It was stated that the wire would not detach from the polyloop, and when trying to free the wire, it broke. The physician decided to run another scope beside the original scope and use surgical scissors to cut the wire free from the loop. As a result the stalk of the polyp pulled away from the colon wall. It was noted that the patient was observed for signs of colon perforation; however, this was not confirmed. The patient was discharged home later that day. The intended procedure was completed with another similar device. No patient injury was reported. Olympus has followed up with the user facility to obtain additional information regarding the reported event but with no results.